Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units monitor is glitching. There is no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) informed that this order was placed outside of the normal working hours of the onsite, trained, biomed technician. The fse called the biomed technician, and he stated he could not duplicate the problem. The biomed has the unit in his shop and is attempting to duplicate the problem. He has requested the service call be closed and if he is able to reproduce the error, he will reopen the call. At this time there is no confirmation if the unit was returned for clinical use. Getinge does not recommend use. This complaint will be closed, if further information is received regarding the status of the unit, the complaint will be reopened and update accordingly.

Event description:
It was reported that prior to use , the cs300 intra-aortic balloon pump (iabp) units monitor is glitching. There is no patient involvement.